Event description:
Pt was initiated to dialysis using right subclavian temporary catheter. Pt became hypotensive & it was discovered that he had lost approx. 300cc's blood through a crack in the catheter. The blood's line were intact and connected securely to the catheter limbs. Pt did not respond well to fluid replacement and was subsequently transported to the hosp for a 36 hour stay. He has since been discharged and has experienced no adverse sequelae.